Event description:
It was reported the pt feels like the ipg has moved causing her discomfort. The pt stated she was advised by a physician's assistant to follow up in 6 months or sooner if the discomfort worsens.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.